Event description:
It was reported that during an unknown procedure, the device did not open. Unknown how case was completed. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.